Event description:
On july 14, 2008 a lay user/pt contacted lifescan (lfs) alleging that a onetouch ultrasmart meter would not power on or off. The complaint was classified based on the customer service representative (csr) documentation since medical affairs specialist (mas) was unable to contact the pt to obtain add'l info. The pt tests her blood glucose once a day and manages her diabetes with pills, diet and exercise. On four days earlier at 7 am, the pt reported the meter would not power on. As a result of the reported incident, the pt stated that she did not do anything different in regards to her diabetes routine. Sometime after the alleged issue, the pt mentioned that she developed symptoms of "shakiness" and reportedly did not seek medical intervention. It was unk whether the pt treated herself due to the reported symptoms or whether she was tested on another device. This complaint is being reported due to the following conclusions: the pt claimed that she developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.